Event description:
On (B)(6) 2013, a gore propaten vascular graft was used in a below the knee femoro-popliteal bypass procedure. The vascular graft occluded and was explanted the following day. Another graft was implanted without issue. The pt was discharged from hospital two days later.

Manufacturer narrative:
Review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.